Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited rising impedance. The ra lead was explanted and replaced. It was further reported that during the replacement procedure the replacement ra lead exhibited unstable thresholds. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.